Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2016, information was received from a foreign manufacturer representative (rep) via a manufacturer representative (rep) regarding a patient who was receiving morphine (30 mg/ml at a dose of 0.34045 mg/day) and ropivacaine 1% (30 mg/ml at a dose of "4.5791") via an implantable pump for an unknown indication for use. On (B)(4) 2016, during a normal refill procedure, the patient had repeated needle sticks to remove the drug from the pump. The expected volume of the drug in the reservoir was 3.7 ml and 6 ml of blood-tinged fluid was obtained. They were unable to insert drug back into the pump. The hcp attempted to insert drug 3 times, twice under computed tomography (CT) scan guidance to ensure correct needle placement. The hcp waited 1.5 hours between the 1st and 3rd try. The hcp would wait until tomorrow (12 hours) before their final try. The patient was given oral pain medication to prevent withdrawal and the pump rate was changed to minimum rate. All troubleshooting was performed on (B)(6) 2016, and the final try would occur (B)(6) 2016. The issue was not resolved at the time of the report. Additional information received on (B)(4) 2016 reported the pump was being removed for further investigation.

Event description:
Additional information from the manufacturing representative indicated that the pump was removed. The patient was managed with oral medication. It was noted that the hospital had misplaced the pump